Event description:
The home patient (hp) reported being overfilled with fluid while using the homechoice cycler for apd therapy. Hp reported having difficulties draining during therapy and repeatedly performed bypass procedures while attempting to resolve their drain difficulties. According to the hp, after therapy completion pt manually drained approximately 9400mls of solution. There was no patient injury or medical intervention as a result of this incident.